Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for non- malignant pain. It was reported that the patient was seeing a "settings not available" message on their controller. They experienced migraines for two weeks as well as sharper pain where the leads were located. A representative met with the patient on (B)(6) 2019 and impedances at electrode 10 were 40 ,000 ohms and all other electrodes were in range. The patient was reprogrammed, received coverage, and was no longer receiving the error message. No further complications reported.